Manufacturer narrative:
Catalog number, serial number and unique identifier (UDI) # added.

Manufacturer narrative:
H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during an unspecified procedure, the dyonics powermax elite handpiece overheated. The shaver hand piece and wire became very hot and started to melt the rubber cover over the wires. It was stated the hand piece became so hot that the equipment could not be handled so it was taken off the sterile field. It is still unknown how the procedure was completed and if it was delayed. No harm occurred to the patient or the staff. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.